Manufacturer narrative:
When measuring d(e) -- > d (b) -- > then the ei/b distance ratio is calculating correctly.

Event description:
Strain imaging ei/b ratio is not calculated according to measurement labels. Workflow for reproduce: 18l6 breast exam, vt straining imaging 1. Measurement mode, activate "ei/b ratio - d" 2. Measure distance on b mode image -- > d (b) measurement value is displayed on image screen. 3. Measure distance on elasto image -- > d (e) measurement value is displayed on image screen. 4. The ei /b distance ratio is calculated, but result is b/ei distance ratio, not ei/b distance ratio! (Please refer to attached image).